Event description:
It was reported that the pediatric patient underwent the PICC placement from the right upper limb under ultrasound on (B)(6). Upon unpacking of the PICC (7655405) catheter, foreign matters (hair) were found inside the package. The operation was suspended and a new product was unpacked to complete the catheter placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the pediatric patient underwent the PICC placement from the right upper limb under ultrasound on march 16. Upon unpacking of the PICC catheter, foreign matters (hair) were found inside the package. The operation was suspended and a new product was unpacked to complete the catheter placement. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair inside the packaging of a groshong catheter kit is inconclusive because the kit was returned opened and a hair could not be found. One 4 fr s/l groshong catheter kit was returned opened for evaluation. An initial visual observation showed the kit had been returned opened with no use residues within the packaging. Returned inside the kit was the groshong catheter, the stylet, a needleless injection cap, a guidewire, a needle, and a groshong connector. The packaging was returned opened, and a hair inside the packaging could not be identified. The packaging was also observed to have kinks in the plastic, possibly from transportation. The complaint of contamination caused by a hair inside the packaging of a groshong catheter kit is inconclusive because the sample was returned opened and a hair was not identified. Attempts to mitigate contamination are in place and will continue to be monitored at the manufacturing facilities at bd.